Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The expiration date on the subject product/kit was correct.

Event description:
It was reported that the incorrect expiration date was on the PICC kit. No other information was provided. 8/27/2020 - per investigation no distributed product was expired when it left the manufacturing facility and no component was expired before the expiration date on the kit. The expiration date on the subject product/kit was correct.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the incorrect expiration date was on the PICC kit. No other information was provided.